Event description:
During a pocket revision due to ipg migration, the doctor inadvertently pulled on the leads. The doctor decided to explant the entire precision system. The patient is reportedly doing fine.